Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure was intermittently in this system is failing. After reviewing the log file fse confirmed that the fdc was broken intermittently. The fse replaced flat detector. After replacement of the flat detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that exposure was intermittently failing. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.